Event description:
A device report from (B)(6) indicated a clinic in (B)(6) reported: during a procedure surgeon was attempting to loosen a locking cap with a screwdriver. The tip of the screwdriver broke off inside the locking cap. The tip of the screwdriver could not be retrieved and remains in the pt. This is two of two reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no product was returned.